Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection and endocarditis. Reportedly, the field representative inquired about the lead features and design. The field representative informed that the leads will be removed on a later date. No additional adverse patient effects reported. The ra lead remains in service.